Event description:
It was reported that this patient presented to the emergency room due to a slow heart rate. No syncope was reported. A review of the device data indicated that this pacemaker system exhibited rising right ventricular (rv) lead pace impedance and threshold measurements starting the previous month. The pace impedance was noted to have been in the 650 ohm range the previous month with a current measurement of 1452 ohms, which is high but within the normal specification range. The threshold was noted to be 2.3 volts at 0.4 milliseconds with a programmed rv pacing output of 2.0 volts at 0.4 milliseconds. In response, the rv pacing output was reprogrammed to 4.5 volts at 0.4 milliseconds. Boston scientific technical services indicated to the boston scientific representative (rep) that this could be a patient condition or a potential rv lead issue and discussed investigating the patient history and performing rv lead testing. The rep indicated they will notify the following clinic. The products remain in-service. No additional adverse patient effects were reported.